Event description:
The dr recently had a pt with sudden death who had a device placed. The dr is unsure if it (death) was device related or due to the pt's copd (chronic obstructive pulmonary disease), as there was no autopsy done.